Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), memory impairment ("forgetfulness"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (in (B)(6) 2016, one essure coil was removed) and fluid replacement (transfusions). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, memory impairment and headache had not resolved and the fatigue, migraine, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, genital haemorrhage, headache, memory impairment, migraine and pelvic pain to be related to essure. The reporter commented: she was still experiencing extreme pain, forgetfulness, excessive bleeding, and headaches, among other symptoms as a result of thc second unresolved coil. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), pelvic pain ('extreme pain') and genital haemorrhage ('severe bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), memory impairment ("forgetfulness"), migraine ("migraines"), headache ("headaches"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and nausea ("nausea"). The patient was treated with surgery (in (B)(6) 2016, one essure coil was removed and in (B)(6) 2016, one essure coil was removed/salpingectomy(bilateral removal)) and transfusions. Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, fatigue, migraine, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia and nausea outcome was unknown and the pelvic pain, genital haemorrhage, memory impairment and headache had not resolved. The reporter considered abdominal pain, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she was still experiencing extrenie pain, forgetfiilness, excessive bleeding, and headaches, among other symptoms as a result of thc second unresolved coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received : patient demographic updated, essure insertion date updated and removal date added, events added- abnormal bleeding (vaginal, menorrhagia), perforation (fallopian tube), nausea. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.